Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A power on reset (por) message displayed on the recharger and patient programmer. The ins was overdischarged. The patient has been going thru a lot with cancer and radiation and has not recharged for about a month. She usually rechargers about once every week. The next day it was clarified that the por error code was 0400. The ins was not overdischarged. The por was cleared and the system was working good. It was suspected that radiation therapy caused the por. The patient received assistance and their concerns resolved. It was further stated that the cause of the event was emi exposure. No abnormal impedances were reported. No intervention occurred. The patient was not hospitalized and no injuries occurred.